Manufacturer narrative:
H6 added code b13 as it was omitted from the initial report that was submitted. H10 added related report number. This is one of two related reports. This report is for the second pump used and another report was submitted for the third pump used. Investigation summary: the investigation has been completed. Major bleed/anemia: the cause of the injury was not determined due to insufficient clinical details. Pump suction: clinical details reported suction events and albumin was given. The product was not returned for investigation. Data log review confirmed suction occurred. At the time suction started to trigger, placement signal started to trend down from 110mmhg to approximately 70mmhg. Clinical details also reported giving albumin to address the suction. Suction did not occur for the remainder of the case and placement signal increased again, indicating that the patient was having volume issues but after getting albumin, they resolved. The cause of the suction was most likely related to the patient's condition based on clinical details and the downward trend in placement signal during suction. Device history review: the pump passed all post sterile inspection criteria.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A patient was placed onto impella cp support due to acute myocardial infarction/cardiogenic shock and was escalated to an impella 5.5. During impella 5.5 support, the patient experienced a gastrointestinal (gi) bleed. Later, suction events occurred along with increased chemical support requirements. The patient had low hemoglobin (hgb) and received albumin and red blood cells. The patient was given "a lot of products overnight." The patient continued with low hgb and was given two units of packed red blood cells (prbcs). Furthermore, the patient reported having large black tarry stools with a drop in hgb with one unit of prbcs given. Additional blood transfusion was received due to gi bleeding. The patient was escalated to another impella 5.5 and remains on support.